Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the eopa 3d arterial cannula was used to cannulate the patient¿s aorta and was connected to the arterial line of the cardiopulmonary bypass circuit. After cannulation, a small jet of blood was observed coming from the wire-wound section of the cannula, indicating a blood leak. Minimal blood loss of less than 50 ml was reported, with no transfusion required. There was no damage observed to the packaging and no obvious damage to the cannula. Bone wax was applied to stop the blood jet, and the procedure was completed using the same cannula.